Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) during a medical procedure. No adverse patient effects were reported. At this time, this device remains in service.